Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the sheath was difficult to insert in the left femoral artery due to large panis. Vascular surgery was consulted to implement femoral repair. The vascular surgeon performed a cut down and discovered arteriotomy. While attempting to close the opening, plaque from the patient¿s artery re-punctured the vessel. A graft was placed to resolve the issue. The artery was repaired using a patch due to heavy calcification of the femoral artery. It was reported that the device was explanted and the patient subsequently expired. Medical safety review of the event noted there is not enough evidence to exclude the impella as an associated factor in the patient's outcome. Patient's peri-procedural condition was poor.